Event description:
Cystoscopy being performed for bladder stones. Guidewire tip peeled off during insertion and was visualized in patient's urethra via camera during the cysto. A second one was opened and small pieces of the tip of the guidewire coating/sheath were noted. Dr. Ended up having to do an ultrasound guided percutaneous suprapubic catheter insertion instead.